Event description:
It was reported that the subject device exhibited colorful stripes instead of image. The issue was identified during set up before the patient was in room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and broken video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the broken video cable led to stripes in image and therefore no image occurred. The most probable cause of broken video cable was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.